Event description:
It was reported that the patient had a loss of therapeutic effect. The patient asked for field representative to speak with. The only way the programmer seems to work was keeping it over skin all the time. It doesn¿t work the minute she takes the remote away from skin. She doesn¿t turn it off after changes. The patient was on program 3 at 5 volts and when she hit the on button, it shows settings and she can feel some stimulation. But then remote was turned off , she doesn¿t feel anything. When the patient turned on, showed programmer batteries down 1/4. The patient states while talking on the phone, she went to 6 volts and doesn¿t feel much stimulation and at 6 volts she should be bugging her. It hadn¿t worked all winter. The patient had not been to doctor to have the implant checked. The patient had an appointment in the fall and they reset the remote with different program numbers. The patient hadn¿t done anything and was upset. She also mentioned in the call no relief and can¿t get relief because she cannot get remote to work. She had lots of discomfort where ins(stimulator) was in hip. The patient had two bruised spots and feels like battery was coming out of skin. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0jmzs, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reports the device was totally removed on (B)(6) 2015 by healthcare provider. It became corroded and body rejected it. It was not a pretty situation and the patient was the unlucky patient. The patient contacted healthcare provider for further information.

Manufacturer narrative:
(B)(4).